Event description:
It was reported that during a remote follow up, the device was found to be in backup vvi (bvvi). Abbott technical support was contacted and the device was successfully reprogrammed. The patient was in stable condition.

Event description:
Additional information was received indicating that following the reprogramming, the device was again found to be in bvvi. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. The device was restored by reloading product code. Further analysis was performed, and backup operation was reproduced during analysis, and this is consistent with the integrated circuit anomaly.